Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The patient reported right after implant it felt like one of the leads moved and felt like it was pinching inside where the leads were. As a result they turned off one of the leads and it was fine until (B)(6). However, in (B)(6) it felt like one of the leads had moved and felt like it was pinching inside where the leads were again. As a result the patient turned his therapy off. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent. See manufacturing report #6000153-2016-00184.